Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 28.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018, because the patient experienced poor vision, non-focusing moments, light ring halos, glare, and could not tolerate nighttime issues, which caused an inability to drive. The replacement lens was a pcb00 31.0 diopter lens. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
The following has been updated accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.